Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. DHR(s) (device history review) for the fs libre sensor, fs libre sensor kit and freestyle libre reader were reviewed and the DHR(s) showed the fs libre sensor, fs libre sensor kit and freestyle libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer received the message " scan time out" while wearing the adc freestyle libre sensor. Additionally, the customer stated that he felt like vomiting and was treated with by an hcp for hyperglycemia with 60 units of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received the message "scan time out" while wearing the adc freestyle libre sensor. Additionally, the customer stated that he felt like vomiting and was treated with by an hcp for hyperglycemia with 60 units of insulin. There was no report of death or permanent injury associated with this event.